Event description:
Boston scientific received information that during a follow-up in (B)(6) 2011, it was noted that this right ventricular pacing/sensing lead exhibited a rise in threshold measurements. The clinician noted that they saw a more sudden increase in threshold measurements during this visit, and then a gradual decrease during subsequent visits. The patient was not dependent on therapy, and there were no detrimental effects to the patient based on the rising threshold measurements. The patient has muscular dystrophy, and the physician felt that it may have contributed to some sort of microdislodgement. A revision procedure was performed and this lead was replaced with no complications. This lead will be returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.